Manufacturer narrative:
Medtronic received the following information regarding a journal article ¿long-term outcomes of chimney endovascular aneurysm repair procedure for complex abdominal aortic pathologies¿. Verlato, paolo et al. Journal of vascular surgery, volume 80, issue 3, 612 - 620 https://doi.org/10.1016/j.jvs.2024.03.448 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding ¿long-term outcomes of chimney. Endovascularaneurysm repair procedure for complex abdominal aortic pathologies¿. The time frame of this study was over a ten-year period. Multiple manufactures products were implanted. Endurant ii stent grafts were implanted in the patient population. 51 patients were included in the study and all underwent chevar procedure for complex abdominal aortic aneurysm among the patient population the following malfunctions occurred: type ia endoleaks, type iii endoleaks, ib endoleak no further information was provided pertaining to medtronic products.